Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, resulting in intermittent communication and lack of cgm data to the pump; guidance was provided to toggle bluetooth and reattempt pairing with a new code, after which the sensor successfully paired. The user reported a fingerstick glucose peak of 350mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet, associated with the antenna component and electrical/magnetic communication functions. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.